Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was perforated and impossible to inflate. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.